Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred the same day after the sensor had been inserted in the arm. The patient experienced hyperglycemia, and the parent stated his stomach was hurting and he was tired. The cgm was reading 46 mg/dl and the blood glucose reading was 266 mg/dl. As the parent was not able to get the sugar down, the patient was brought to hospital where an unspecified intravenous treatment was started to get the sugar level back down. The parents reported that this worked, and that the patient left the hospital the same day. At the time of the report, it was stated that the patient¿s current condition was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.